Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the whole top of the reservoir compartment was came off. The customers's blood glucose was unknown at the time of incident. The customer reported that the reservoir compartment was exposing the o-ring and the reservoir would not stay in place. The insulin pump was returned for analysis.